Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two capsulotomy tears occurred during laser assisted cataract surgeries. Fortunately the doctor was able to prevent severe posterior ruptures from occurring. The patients were unaffected. Additional information has been requested.